Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2024 due to a non-healing dorsal wound. The hardware was returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided. However, additional information from the surgeon indicates it is possible that a lingering infection or sensitivity to the hardware may have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2024-00077, 3011623994-2024-00078, 3011623994-2024-00080.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2024 due to a non-healing dorsal wound. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.